Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-09427. It was reported that during the device replacement procedure, the spring of the implantable pulse generator (ipg) came out and was damaged. The device was explanted, and a new device was implanted as a result to resolve the issue. The extension had a high impedance issue on the extension, therefore the extension was explanted, and a new extension was implanted. No further information is available.